Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fracture and degradation problems identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned the videoscope with no reported complaint. During the evaluation of the device, it was observed the adhesive on the a-rubber was chipped. There was no patient involvement.